Manufacturer narrative:
The device was not returned, however retention samples were evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspections of the retained samples were performed with no presence of particle detected. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was observed in a solution administration set. The event occurred before use. There was no patient involvement. No additional information is available.